Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 330cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/30/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/31/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered an area of missing material measuring approximately 1 cm x 1 cm on the anterior aspect and also was noticed a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).